Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown / not provided as account provided that no further information is available. The intraocular lens (iol) is not returning for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was implanted in the right eye and then explanted months later due to the patient experiencing very bothersome halos and glare when driving at night, which seemed worse around red lights. The patient requested to have the iol removed. The procedure was completed using a competitor iol (model: light adjustable). The outcome did not significantly interfere with the patient's activities of daily life. The current patient status is unknown. The explanted iol was discarded. No further information is available.